Manufacturer narrative:
H10, h3, h6: the device was used in treatment and it was reported that patent presented with dvt at the 4th post-op visit. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. The risk assessment (pn 450006 x) released at the time of the complaint was reviewed and it notes the intended use, indication for use, and design assumptions of the navio system. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. We could not confirm if there was a relationship established between the reported event and the device. The reported device, the log files, the screenshots or the patient archive were not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. The adverse event form was returned. The form indicates that the event relationship to the knee implant (stride) and navio system is "unrelated" so there was no malfunction of the device and no problem was found. Review of the field report revealed that the reported patient event (the dvt) was resolved 3 months later. There was no problem with device.

Event description:
Clinical study: navio retro-pro study 16-npfs-11. Subject ID: (B)(6). It was reported that patient presented with deep vein thrombosis (dvt) on (B)(6) 2017. Event is not related to the device, but is related to the procedure.